Manufacturer narrative:
Pump passed the displacement test but motor error alarm during the basic occlusion test due to protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test due to motor error alarm. Motor passed motor test.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 400 mg/dl at the time of incident and other blood glucose value was 153 mg/dl. Customer reported that they received motor error alarm. Customer reported the drive support cap was normal. Customer did not received motor position encoder alarm. Customer stated the insulin pump was not exposed to a high magnetic field. Customer was able to complete rewind the insulin pump. The insulin pump will be returned for analysis.